Event description:
Customer reported with an issue of a-rubber (bending section) has a cut and elevator has play. The issue found during preparation for use. There was no patient harm or injury reported, no user injury reported. Device evaluation found foreign material at the forceps elevator. This report is being submitted for foreign material on the forceps elevator observed on device evaluation.

Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation found forceps elevator has foreign material. Furthermore, the following findings during device inspection were noted below: cut on a- rubber was observed and due to cut, watertighness is lost. The customer reported issue was confirmed. The adhesive rubber is detached, a-rubber is dirty and nozzle was found deformed and shaved. Connecting tube has scratch and discolored. Ig (image guide) protector has a scratch and is shaved and the protector of universal cord s-connector side was damaged. Control unit is dirty, knobs dirty , s-cylinder dirty and shaved, grip dirty , scope cover scratched. Sw2 (switch2) has a cut and sw1 and sw4 found with scratches. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
E1-e3 - additional customer contact data acquired via diligence.

Manufacturer narrative:
Correction: jammu and kashmir moved from city to state/province. E1, e2, e3: fully facility address and customer contact information has been requested - diligence is in progress. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to inappropriate reprocessing by the user. This event was deemed a preventable occurrence - the instructions for use (IFU) reprocessing manual states as follows: "3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor field performance for this device.